Manufacturer narrative:
(B)(4): the pituitary was returned for evaluation. Analysis found that the pin of the top jaw pivots on to open and close is missing. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the end of the pituitary device will not open or close. No patient complications were reported.